Event description:
Customer reported machine intermittent freezing. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Pulled out error log, found unit was never used when call was placed in 2008. Inspected errors the day prior, and found normal boot up sequence, even normal fluoro was recorded. No problem found. Returned unit back to service. This correction is as follows. This MDR was originally submitted under the number 1720753-2008-22068. That number had already been submitted for model cardiac, submitted on 06/02/08. A new number has been assigned to this report. We are submitting this report to replace the duplicate report number for this device.